Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer indicated via phone call of trouble inserting sensors into the skin. The customer's blood glucose was 46 mg/dl at the time of incident and is 272 mg/dl at the time of the call. The customer indicated that their doctor recently made adjustments to their settings. Troubleshooting advised customer on proper insertion technique. No further assistance required.